Event description:
It was reported that this implantable lead was part of a system revision due to infection. The physician opted to replace a new system. There were no additional adverse patient effects reported. This implantable lead was explanted.